Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the permanent cautery hook (pch) instrument could not be controlled and the instrument could not be extended straight. The instrument was found to have a broken wire on the front. The user completed the procedure using a backup instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
The permanent cautery hook instrument was analyzed and found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. When pitch cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. Further investigation found that the plastic proximal clevis was broken and a piece measuring approximately 0.027" x 0.085" was missing. The instrument was also found to have mechanical indentations/burrs on the distal pulleys. The additional findings are unrelated to the primary issue. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The failure could not be confirmed based on the image alone.